Manufacturer narrative:
The insulin pump was received with intermittent buttons due to unlocked connector at the lcd board. The insulin pump has cracked case at the display window corners, reservoir tube lip, battery tube threads and minor scratched lcd window. A test reservoir was installed and fitted properly into reservoir tube compartment.

Event description:
The mother reported via phone call that the customer's insulin pump was dropped. The mother stated, the up button on the insulin pump did not work as a result. Customer's blood glucose was 83 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.